Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a 3 level resonate plate had a screw back out to the point the screw was sitting 9.1mm proud. The pt came into ER complaining of severe pain when swallowing and discomfort. The screw blocking mechanism seems to be broken/damaged in 4 screw holes.

Manufacturer narrative:
The purpose of this rationale is to evaluate the risk associated with the identified failure mode of screw pushes out the top of the plate post-op for the resonate anterior cervical plate system. The overall observed risk level would equate to which falls in the high-risk level. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time, and the hazard will continue to be monitored. The following sections were updated for this supplemental report.

Event description:
It was reported that a 3 level resonate plate had a screw back out to the point the screw was sitting 9.1mm proud. The pt came into ER complaining of severe pain when swallowing and discomfort. The screw blocking mechanism seems to be broken/damaged in 4 screw holes.